Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with an occlusion; this event may have been a false occlusion alarm. This condition was found in the "medicine area" upon power up. There was no reported patient involvement, patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with "occlusion"; was confirmed by baxter personnel. A qe has reviewed the service evaluation and has determined that the cause was not identified. Should additional information be received a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.